Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the atrium. It was noted that the lead had extremely high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.